Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the bypass tube was detached. The following information was provided by the user facility: when the poly-foil pouch was opened and the device was taken out, the bypass tube was detached from the carrier tube tip. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle that prevents from opening the pouch. The angio-seal device was replaced by another angio-seal device to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient.